Event description:
The reporter stated that the injection site ballooned. Came off. And sprayed the anesthesiologist. There was no injury or treatment associated with this event. The reporter indicated that this had occurred a few time before however did not provide specific details.